Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was leaking urine from the meatus, once inserted into the patient. The balloon was filled with 10ml of fluid. The catheter was replaced without further incident. No patient injury was reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
It was reported that the catheter was leaking urine from the meatus, once inserted into the patient. The balloon was filled with 10ml of fluid. The catheter was replaced without further incident. No patient injury was reported.

Event description:
It was reported that the catheter was leaking urine from the meatus, once inserted into the patient. The balloon was filled with 10ml of fluid. The catheter was replaced without further incident. No patient injury was reported.

Manufacturer narrative:
The reported event was unconfirmed. Received only the catheter for evaluation. The exterior of the sample was visually inspected and did not find any evidence of a failure that would support the reported event. Per sample examination, there were no holes, rips or tears found. Per the functional evaluation, water was introduced into the drainage eye and did not find any leakage from the distal end of the sample. Inflated balloon with air while submerged in water and there were no bubbles to indicate a leak. The sample was then inflated with 10cc of water and a leak test was performed. On the seventh day, the balloon was fully inflated with no signs of leaking. Dimensionally measured the shaft of the catheter and found the catheter was manufactured within the specification. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use state the following: "visually inspect the product for any imperfections or surface deterioration prior to use." (B)(4).